Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (service code / wrench code) was unable to be duplicated. Upon further investigation, a reportable malfunction was found. The rear response buttons were non-functional due to the connector being unplugged. The root cause of the of the unplugged connector cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.